Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the scs trial was prematurely terminated due lead fracture. System diagnostics recorded high impedances and the lead was explanted.